Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. Evaluation of the submitted system controller log file confirmed slight elevations in power and flow; however, a specific cause for this finding and a direct correlation between the device and the patient¿s hematuria could not be conclusively established through this evaluation. The instructions for use (IFU) lists hemolysis as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 4 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for hematuria of unclear origin. The manufacturer's technical service representative reviewed the submitted log file and observed transient power and flow elevations. The differentials for the patient include pyelocystitis and colovesicular fistula. The patient was given flomax and will have a follow-up with urology as outpatient. The patient was stable and discharged.